Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing was normal. S-curve height was measured to be within specification. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for left ventricular (lv) lead implant procedure. During procedure, it was noted that the lv lead failed to pace. The lv lead was not implanted on (B)(6) 2025. Patient was stable.